Event description:
Falsely high advia centaur xp enhanced estradiol results were obtained by the customer and questioned by the physician. The results were considered discordant when compared to alternate test methods. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.

Manufacturer narrative:
A siemens technical application specialist (tas) performed heterophilic antibody testing and the most likely cause for the discordant advia centaur xp enhanced estradiol is heterophilic interference. The quality controls are within acceptable range. The instrument is performing within specification. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."